Event description:
A patient, with a history of triple vessel coronary artery disease and moderate-to-severe aortic stenosis, had been admitted for diagnostic right and left heart catheterization. Following a preplacement angiogram, the angio-seal device was successfully deployed. Although the patient had not been heparinized for the procedure, the patient had been on coumadin therapy prior to the procedure. Two days post-deployment, while still hospitalized awaiting bypass surgery and valve repair, the patient experience a late bleed and hematoma at the arteriotomy site. Manual pressure and a femostop were applied to achieve hemostasis. The patient was recovering and awaiting the scheduled surgery.